Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The leak was observed from "the hose part" where it is attached to the pump; it is an insertion cap from which medicine is added to the pump." The set was filled with a cryostat which leaked on the patient's skin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured from may 07, 2021 - may 08, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed an image of the bladder containing fluid, a connector attached to the fill port and flow restrictor. No leak was observed in the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.